Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on approximately on (B)(6) 2025, the patient experienced sweating and trembling. The cgm was reading 125 mg/dl, and the blood glucose reading was 54 mg/dl. The patient was assisted by the parent and treated with drinking orange juice, lemonade, and eating bread. It was confirmed that the assistance from the parent was critical, as the patient was unable to self-treat due to the severity of symptoms. The patient recovered after treatment. Other inaccuracies from the same event, were a cgm reading of 240 mg/dl, and a blood glucose reading of 160 mg/dl, and a cgm reading of 207 mg/dl, and a blood glucose reading of 384 mg/dl. The patient did not have any symptoms for hyperglycemia and injected an unknown amount of insulin. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia/hyperglycemia.